Event description:
According to the complaint, blood projected out from the syringe due to a crack on the body of the syringe. The user was not in contact with blood.

Manufacturer narrative:
It is stated that the device was evaluated by the manufacturer, but that the device not was returned to the manufacturer. This is because device evaluation was performed on a device from the same lot but not on the actual device. Investigation has identified that the root cause is a manufacturing error related to the labeling assembly in the production.